Event description:
A malfunction was reported on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and advised the customer to continue using the pump. It was recommended to contact technical support again if the malfunction code reappeared, and the customer understood the guidance provided.